Event description:
The physician reported that the automated impella controller (aic) would not finish the preparation setup. It was reported that the aic screen showed "please connect power cable to impella" however the aic was already connected to the power cable. This aic was replaced with another aic resulting in no issues with the replacement aic. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation into the pump not detected/controller failure issue has been completed. The impella automated controller (aic) was returned for investigation. Data analysis: imc logs revealed that while in the field, the console was not able to detect a pump during case start: this is a known failure mode to occur with aic software versions v8.2 and up. While v8.4.1 has implemented a mechanism against this issue, the mechanism is known to not always resolve the issue. It is generally known that when this issue occurs, it is best to boot cycle the console, as in most cases this resolves the issue. The staff at the hospital did not attempt to boot cycle the console after the pump detection issue. Device analysis: console arrived with germany fs. Germany fs was asked to test pump detection by plugging in and unplugging a sa pump. Germany fs reported that the console was able to detect sa pumps without issue after repeated testing. The root cause of the pump not being detected was an issue with the crystal of the epm on the impellatronic board. This report is being filed as part of a retrospective review of historical records.